Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, multiple attempts to insert the left ventricular (lv) lead were unsuccessful due to patient anatomy. After another angioplasty wire was inserted, it would not pass through the tip of the lead. It was noted that the lead was back loaded one time and may have been damaged. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. The distal conductor was kinked and buckled. There was blood (not obstructed) on the distal conductor, and there was blood ingression observed on the tip seal of the distal end. It was visually noted by the analyst thatthere was apparent damage at implant.